Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, on the second inflation at 18 atmospheres for 15 seconds, the balloon ruptured. The device was removed without problems and the procedure was completed with another of same device. There were no patient complications nor injury reported and the patient was in good condition after the procedure.